Event description:
A malfunction alarm with malfunction code 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, and the customer successfully reset it. The malfunction did not recur after the reset, and the customer was informed they could continue using the pump, with instructions to reach out again if the issue reappeared. The customer acknowledged and understood these instructions.